Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. Calcification: unable to observe calcification. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional also reported per imaging report "there is an incompletely imaged oval circumscribed elongated mass that measures at least 4 cm x 1.7 cm overlying the pectoralis muscle" and "there is a 4mm cluster of amorphous calcifications in the upper breast that are thought to correspond to calcifications in the outer breast, 5 cm from the nipple".

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.